Event description:
It was reported that during a da vinci abdominoperineal resection procedure, during use of the endowrist one vessel sealer instrument the surgeon noticed that the patient's blood was had not coagulated well after sealing the patient's tissue and after cutting the patient's tissue, additional hemostasis was required due to bleeding and oozing. Reportedly, the procedure time was delayed. The planned surgical procedure was completed and there was no report that the patient was harmed or any adverse outcome occurred. On (B)(4) 2014, intuitive surgical, inc. Contacted the site's robotics coordinator regarding the reported event. According to the robotics coordinator the surgeon had sealed the patient's rectum using the vessel sealer instrument and it was observed by the surgeon that the patient's tissue was sealed prior to cutting the tissue. There were no audible tones or error messages generated indicating that the patient's tissue was not sealed. The surgeon attempted to control the patient's bleeding using the endowrist one vessel sealer instrument several more times. The surgeon was able to obtain hemostasis using a monopolar cautery spatula instrument. The robotics coordinator indicated there was not a lot of bleeding experienced by the patient; therefore, no blood transfusion was required. It is unknown if the patient had experienced any prior radiation or chemotherapy. The size of the patient's tissue is unknown; however, it was not huge. According to the robotics coordinator, the surgeon believes that the inadequate sealing of the patient's tissue was in part due to the endowrist one vessel sealer instrument not sealing well and that he was not accustomed to using the vessel sealer instrument as it relates to the amount of tissue that should be grasped.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Upon initial inspection of the instrument there was no damage or blade exposed at the grip assembly. There was light bio debris located between the grips of the instrument. The instrument passed electrical continuity testing. The instrument installed on an in-house is3000 system passed a self-check and intuitive motion testing. The instrument also passed an energy test using a wet paper towel. The paper towel placed between the instrument's grips began to smoke when the seal pedal was pressed and steam was generated from the instruments end effectors indicating active power and a complete circuit. The instrument was ready for use. Intuitive surgical, inc. (Isi) reviewed the site's system logs and there were no sealing errors generated and the system logs showed several pedal duration logs indicating that the sealing function was utilized. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.